Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet with an inset infusion set, with blood glucose reaching 500 mg/dl for approximately 2¿3 hours; upon switching back to a contact detach infusion set, glucose returned to the therapeutic range. Symptoms included feeling unwell. Outcomes included the need for user intervention to address elevated glucose. Investigation included user interview and troubleshooting with product education. Investigation of this case revealed no reported visible issues with the removed infusion set such as a bent cannula or kinked tubing, and the cause remained unclear. It was concluded that the event was consistent with hyperglycemia of unclear cause. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.